Event description:
Caller reported a malfunction on pump but noted that no significant events occurred prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur, allowing continued use of the pump.